Manufacturer narrative:
Of the 3 devices, 2 lot numbers were provided, and lot history reviews were performed. Of the 3 reported malfunctions, defective component were confirmed for 2 devices. 1 sample was sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Of the 3 devices, the product catalog number of 1 device was updated to unknown. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 7711800. Central venous catheter allegedly had defective components. These reports were received from various sources. All three events had no reported patient injury. The malfunctions involved patients without consequence. Three patients age ranged from 17-44 years, females, and weight ranged from 37-102 kgs.

Manufacturer narrative:
One of the devices has been returned to the manufacturer for evaluation. The devices for the other two malfunctions were not returned; therefore, they are inconclusive for having a defective component. He investigation for the malfunction with the returned device is currently underway. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 7711800 central venous catheter allegedly had defective components. This information was received from various sources. The malfunctions involved patients without consequence. Two malfunctions involved a patient that was a (B)(6) year old female weighing (B)(6) kgs. The third malfunction involved a (B)(6) year old female weighing (B)(6) kgs.